Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed that there was noise on the right atrial lead. Additionally, it was discovered that the lead was fractured near the suture sleeve. The lead was explanted and replaced, and the patient was in stable condition.